Manufacturer narrative:
Investigation is ongoing.

Event description:
Per report received from the united kingdom, it was a case of an implant of a 26mm sapien 3 ultra resilia in aortic position by transfemoral approach as a viv within a non-edwards surgical valve. During procedure, unusually high resistance was felt during the advance of the valve through the esheath+. Small and continuous movements were performed to eventually pass the valve and successfully implant the valve. After the removal of the devices without any issue, it was observed that the esheath+ had the distal tip torn. The patient did not suffer any injury due to this event and was noted as to be in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Provided imagery was evaluated, and the following observations were noted: an esheath after removal with introducer fully inserted though and the esheath tip is observed torn. Through extensive complaint investigations, events reporting distal tip failure on esheath+, with evidence of radial tip tearing, have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to improper tip expansion (involving variability in the tip scoring process), patient factors, and/or procedural factors. Improper tip expansion has also been shown to potentially lead to secondary complications/failures. The complaint for sheath distal tip torn was confirmed based on evaluation of provided imagery. Available information suggests that patient factors (calcification, tortuosity) and procedural factors (improper tip expansion) likely contributed to the event as per information provided there was resistance when advancing the valve through the esheath and there was moderate presence of calcification and tortuosity. The failure mode is characteristic of sheath tip tear events related to the tip scoring process. Previous investigation indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. Tortuous patient anatomy can exacerbate interference between valve and sheath tip by promoting non-coaxal alignment between devices, which can cause the valve struts to catch onto the sheath distal tip, increasing resistance during advancement, and tearing the tip. Similarly to tortuosity, calcification can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted due to receipt of the device and product evaluation findings. Sections b4, d9, g3, g6, h2, h3, h6: type of investigation, and h11 has been updated. The device was returned to edwards lifesciences for evaluation. The returned device was visually examined, revealing that the liner was fully expanded with the distal tip opened but torn, as well as axial, radial and slant score lines present. Due to the nature of the complaint (distal tip torn and liner fully expanded), no functional or applicable dimensional testing was able to be performed. Imagery was provided and revealed an esheath after removal with the introducer fully inserted and the esheath tip was observed torn. Through extensive complaint investigations, events reporting distal tip failure on esheath+, with evidence of radial tip tearing, have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to improper tip expansion (involving variability in the tip scoring process), patient factors, and/or procedural factors. Improper tip expansion has also been shown to potentially lead to secondary complications/failures. The complaint for sheath distal tip torn was confirmed based on evaluation of provided imagery and the returned device. Available information suggests that patient factors (calcification, tortuosity) and procedural factors (variability in tip expansion) likely contributed to the event as per information provided there was resistance when advancing the valve through the esheath and there was moderate presence of calcification and tortuosity. The failure mode is characteristic of sheath tip tear events related to the tip scoring process. Previous investigation indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. Additionally, tortuous patient anatomy can exacerbate interference between valve and sheath tip by promoting non-coaxal alignment between devices, which can cause the valve struts to catch onto the sheath distal tip, increasing resistance during advancement, and tearing the tip. Similarly to tortuosity, calcification can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at the distal sheath shaft, increasing resistance during system advancement and tearing the tip the IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.